Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dizziness, and the lead integrity alert (lia) triggered. The right ventricular (rv) lead exhibited short v-v intervals and noise, and inhibition of pacing. A lead fracture was suspected. The rv lead was reprogrammed, and was later explanted and replaced. During the replacement procedure, the left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.